Event description:
A surgeon reported that after a bilateral prepectoral single stage breast reconstruction with ovitex prs pp and adm (acellular dermal matrix) that ovitex prs extruded out of the incision 3 weeks post-op (with drains removed 8 days post op). The devices on this side were replaced with an adm. A review of the surgeon's post suggests the following clinical course. Bilateral direct to implant breast reconstruction was performed with 600cc breast implants and ovitex prs used in the lower pole and adm in the upper. Drains were pulled approximately 8 days after surgery when 20cc/day of fluid was removed. Fluid began necessitating out of the wound on one side approximately 2 weeks later. The surgeon removed the material and replaced with an adm. It is unknown whether the breast implant was also replaced.

Manufacturer narrative:
All clinical information to date has been gathered from the external initial reporter. Internal investigation into potential lots utilized in this procedure show no non-conformances or anomalies that may have caused or contributed to this event. Based on information received to date, there is no evidence showing an association between the adverse event and the use of the device.